Event description:
It was reported the procedure was to treat in-stent restenosis in the left superficial femoral artery (sfa). The 5.0x150mm armada 18 balloon dilatation catheter (bdc) was advanced to the target lesion; however when inflated, the balloon ruptured at 5 atmospheres (atm). The bdc was removed and a 5.0x120mm armada 18 was advanced however the same issue occurred. A third device, a 5.0x40mm armada 35 was used; however again the balloon ruptured at 5 atm. The procedure was completed using a non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined. Possible factors that could contribute to balloon material ruptures include, but are not limited to, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.